Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller indicated that the patient has been having difficulty with the recharger, the patient could be heard in the background talking about how it takes a long time to recharge the implantable neurostimulator (ins). The caller stated that the plastic box on the cord of the recharger and recharger has been getting hot during recharging sessions. The component gets so hot that the patient is concerned about a potential burn. The issue started about one year ago. Troubleshooting was not required. The issue was not resolved through troubleshooting. A replacement recharger was sent out.

Manufacturer narrative:
H3: analysis of the rtm (s/n (B)(6) revealed a recharge antenna failure: gnd cable resistance. Found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.